Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to fluid loss from an unknown location. A new aus device consisting of a 6.0 cuff, pump and balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.